Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture. Follow up with the patient's clinic indicates that the lead remains in use and no intervention was required. No patient complications have been reported as a result of this event.